Event description:
It was reported that the patient was in the hospital because, he had high blood pressure and was getting dizzy. It was noted that the "patient might be having a mini stroke." It was noted that the health care provider (hcp) wanted to perform an MRI on the patient. The patient outcome was not reported. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3389s-40 lot# v297034, implanted: 2009 (B)(6), product type lead product ID, 3389s-40 lot# v297034, implanted: 2009 (B)(6), product type lead. (B)(4).